Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons on keypad were not responding during bolus. Insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to moisture damage at lcd board. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, minor scratched display window, shifted and stained end cap sticker.